Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 66-year-old female patient in cardiac arrest, the device was unable to charge. Complainant indicated the cable plug was removed and then inserted into the device before it would charge. Complainant indicated the patient expired.